Manufacturer narrative:
The ICD and the lead are still not available for analysis and therefore cannot be actually examined. Therefore, the analysis is based on a review of the production documents for both products and an analysis of the data and diagnostic recordings available to us. The production processes for these products were reviewed. The production documents did not show any irregularities. All production steps were correctly executed. Evaluation of the available follow-up data from (B)(6) 2018 did confirm the clinical complaint. At the end of (B)(6), the shock impedance trend data showed a sudden increase from the initial 50 ohm to >150 ohm. The impedance test measurements taken on (B)(6) showed intermittent shock impedance values of >150 ohm. On (B)(6) the impedance tests were repeated and all values recorded were >150 ohm. Initially reprogramming the shock path from rv - ICD+svc also yielded shock impedance values >150 ohm along both additional paths. Furthermore, we analyzed the x-ray images on two levels. No indication of damage could be found along the entire length of the lead. Full lead connection in the header can also be assumed on the basis on the x-ray images. Slack is clearly discernible between the shock coils; otherwise, the lead position appears normal. In summary, on the basis of the data available to us, no final statement about the root cause for the increase in shock impedance can be made as we would need the actual device for testing to do so. If additional relevant information or the product should become available, please send us these as well. The process will then be updated accordingly.

Event description:
Ous MDR - high shock impedances were reported. An xray showed no indication of lead damage or any issues with the header connection. This ICD was replaced and the lead was capped. The explant date was not provided.